Event description:
It was reported that the patient's implantable cardiac monitor (icm) did not send alert for detected episodes. The icm was explanted. A pacemaker was implanted. The patient was stable throughout the procedure.